Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-12975 addresses the first leveen coaccess electrode, and manufacturer report# 3005099803-2013-12747 addresses the second leveen coaccess electrode. It was reported to boston scientific corporation on (B)(6) 2013 that two leveen coaccess electrodes were used during a laparoscopic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the location of the liver lesion was not favorable for a percutaneous rfa under CT guidance; therefore, the lesion was identified laparoscopically. A leveen coaccess electrode was opened and the physician inserted the rfa needle directly into the liver lesion, without using the coaccess introducer. The physician needed to use some force in order to get the tip of the electrode into the correct position, but the tines were deployed without resistance and the ablation cycle commenced. It was reported that the physician followed the algorithm, and roll-off was achieved. However, when the physician attempted to retract the tines, resistance was noted and the tines would not retract. After several attempts, the physician decided to change the surgical approach to the procedure: the patient¿s abdomen was ¿opened¿ via a ¿mini laparotomy¿ in order to free the electrode from the patient¿s liver. This allowed the needle to be removed, and the physician was then able to perform surgical resection of the target lesion, whereas previously this was not thought to be possible. Following removal of the device, it was reported that one of the staff members received a ¿needle stick¿ injury from one of the exposed tines. This individual reportedly followed the correct internal hospital procedures to address the injury. Examination of the device also revealed a significant bend in the needle shaft, which is thought to have contributed to the difficulty in retracting the tines. After completing the surgical removal of the first rfa needle, the physician decided to create an additional surgical margin using the rf3000 system. A second leveen coaccess electrode was opened and the coaccess introducer sheath was placed first in the target area of the liver. The rfa needle was then inserted through the coaccess introducer and the tines were deployed. The ablation cycle was completed and the correct algorithm was followed. However, after roll-off, resistance was again noted when trying to retract the tines. Several attempts were made to retract the tines, and eventually the leveen electrode was removed from the surface of the liver. Following the removal, it was noted that there was a considerable amount of charred tissue on the tines. The physician suspected that this high level of charring could have been due to the superficial location of the target zone for ablation. The patient was stable at the end of the procedure and experienced no adverse outcomes as a result of the issues with the rfa needles.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found residue on the device, indicating use. The introducer was examined and no issues were noted. A physical evaluation of the electrode found the array to be extended, and the tines were noted to be bent and unevenly spaced. It was also noted that the cannula was severely bent and had two crimp marks approximately 27 mm from the handle. Functional evaluation found the array could not be retracted due to the damage observed. The condition of the returned device was consistent with the complaint that the array could not be retracted; the complaint was confirmed. Per the system specific warnings section of the leveen¿ coaccess¿ dfu, ¿the colored insulated cannula must be used at all times when accessing tissue. Use of the electrode without the colored insulated cannula may result in serious burns to the patient and/or user." Additionally, the coaccess handle warning tag indicates that ¿the electrode must be used with coaccess¿ colored insulated cannula. Misuse may result in patient and/or user injury.¿ the warning tag must be removed by the user prior to use of the device. Intervention was required due to the user¿s failure to use the insulated cannula as directed; therefore, the most probable root cause of this event is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Reported event: tines failed to retract. Reported event: electrode needle bent. Reported event: tines stuck in patient's tissue. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-12975 addresses the first leveen coaccess electrode, and manufacturer report# 3005099803-2013-12747 addresses the second leveen coaccess electrode. It was reported to boston scientific corporation on (B)(6) 2013 that two leveen coaccess electrodes were used during a laparoscopic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the location of the liver lesion was not favorable for a percutaneous rfa under CT guidance; therefore, the lesion was identified laparoscopically. A leveen coaccess electrode was opened and the physician inserted the rfa needle directly into the liver lesion, without using the coaccess introducer. The physician needed to use some force in order to get the tip of the electrode into the correct position, but the tines were deployed without resistance and the ablation cycle commenced. It was reported that the physician followed the algorithm, and roll-off was achieved. However, when the physician attempted to retract the tines, resistance was noted and the tines would not retract. After several attempts, the physician decided to change the surgical approach to the procedure: the patient¿s abdomen was ¿opened¿ via a ¿mini laparotomy¿ in order to free the electrode from the patient¿s liver. This allowed the needle to be removed, and the physician was then able to perform surgical resection of the target lesion, whereas previously this was not thought to be possible. Following removal of the device, it was reported that one of the staff members received a ¿needle stick¿ injury from one of the exposed tines. This individual reportedly followed the correct internal hospital procedures to address the injury. Examination of the device also revealed a significant bend in the needle shaft, which is thought to have contributed to the difficulty in retracting the tines. After completing the surgical removal of the first rfa needle, the physician decided to create an additional surgical margin using the rf3000 system. A second leveen coaccess electrode was opened and the coaccess introducer sheath was placed first in the target area of the liver. The rfa needle was then inserted through the coaccess introducer and the tines were deployed. The ablation cycle was completed and the correct algorithm was followed. However, after roll-off, resistance was again noted when trying to retract the tines. Several attempts were made to retract the tines, and eventually the leveen electrode was removed from the surface of the liver. Following the removal, it was noted that there was a considerable amount of charred tissue on the tines. The physician suspected that this high level of charring could have been due to the superficial location of the target zone for ablation. The patient was stable at the end of the procedure and experienced no adverse outcomes as a result of the issues with the rfa needles.